Event description:
It was reported that shortly after implant, this patient complained of pain. Electrical measurements were within normal limits, but upon review of x-ray imaging, a potential perforation was suspected. Consequently, the patient underwent a surgical intervention to reposition the lead. Later, a revision was performed with successful results. No additional adverse patient effects were reported.

Manufacturer narrative:
Supplemental report 1 (correction): imaging required impact code was added.

Event description:
It was reported that shortly after implant, this patient complained of pain. Electrical measurements were within normal limits, but upon review of x-ray imaging, a potential perforation was suspected. Consequently, the patient underwent a surgical intervention to reposition the lead. Later, a revision was performed with successful results. No additional adverse patient effects were reported.